Manufacturer narrative:
The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
While performing atherectomy with a diamondback coronary orbital atherectomy device, the viperwire flex tip guide wire became detached in vivo which resulted in a perforation of the mid-right coronary artery (rca). The patient was sent to surgery and the fracture wire was removed from the patient body. An inflated balloon in the hospital rca and a balloon pump were put in place. The patient was hospitalized and stable post procedure. In the opinion of the physician, the event was caused by vessel tortuosity.